Manufacturer narrative:
Additional information: b5- a healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens got stuck in cartridge or injection system. The lens was implanted, removed and replaced intraoperatively with no patient injury. The problem resolved. Cause of event was reported as unknown. Claim # (B)(4).

Manufacturer narrative:
H6: type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens got stuck in cartridge or injection system. The lens was implanted, removed and replaced intraoperatively with no patient injury. The problem resolved. Cause of event was reported as unknown, however it was reported that the device failed to perform as intended. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.